Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine infection ('uterine infection'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('bleeding: other') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine infection (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmenorrhea (cramping)/other symptoms: painful menstrual cycle"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), mental disorder ("psychology"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal distension ("bloating") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine infection, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, mental disorder, urinary tract infection, vaginal infection and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine infection and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- previously reported event "injury" updated to " perforation: fallopian tubes, uterine infection, pregnancy- miscarriage, device ineffective, pain: dysmenorrhea (cramping)/ painful menstrual cycle, pelvic/abdominal, dyspareunia (painful sexual intercourse), bleeding: other, psychology, urinary tract infection, vaginal infection, and bloating", added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.